Event description:
It was reported that the hose is leaking at the connection joint on to the patient surface. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Updated the catalog number and serial number. The issue was resolved for the customer by providing the customer with new hoses.

Event description:
It was reported that the hose is leaking at the connection joint on to the patient surface. The patient was not adversely affected and no clinically relevant delay in treatment was reported.